Manufacturer narrative:
Unknown taper apollo received the maude event report (mw5043203) from FDA on 08/12/2015. This report has no contact information for further follow-up, and therefore apollo is unable to request the product be returned, serial number, or clarification of events associated with this report. Device labeling addresses the events reported as follows: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Anti-inflammatory agents, such as aspirin and nonsteroidal anti-inflammatory drugs (nsaids), may irritate the stomach and should be used with caution. The use of such medications may be associated with an increased risk of erosion. Insufficient weight loss may be caused by pouch enlargement or, more infrequently, band erosion in which case further inflation of the band would not be. Adverse events: there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Reoperation to remove the device is required. Warning: any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Caution: do not over-dissect the opening. Excessive dissection may result in movement or erosion of the band. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Caution: patients should be advised that the lapband® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Caution: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant.

Event description:
Reported via maude event report (mw 5043203) as: "my wife had lap-band surgery through the (B)(6) clinic in (B)(6) back in 2008. In 2013 she was told everything was perfect and even though they weren't performing this surgery anymore they didn't suggest removing it. My wife is now from emergency surgery because it eroded into her stomach and had to be removed. She is in pain and discomfort and is now fighting an infection and has missed 3 weeks of work. It appears that erosion isn't too uncommon with this product so how the heck can this device be approved if it is causing so much pain and suffering? It started on (B)(6) with a call to 911. She had surgery on (B)(6)."